Manufacturer narrative:
Account found the head down valve stuck open. Account replaced the head down valve to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section was drifting down.